Event description:
It was reported that during a pulsed field ablation procedure, another manufacturer's guide wire got stuck in the loop catheter lumen. The catheter and guide wire were removed. Upon inspection, the guide wire appeared to have damage and a slightly gouged surface on the tip. It was surmised this damage caused the guide wire to snag and get stuck inside the loop catheter lumen. The guide wire and catheter were subsequently replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012401613 was returned and analyzed. Visual inspection was performed and the loop catheter appeared intact without any issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. There was no guidewire received with the returned catheter. Resistance was encountered during test lab guidewire insertion on the distance 3.9 inches from the distal end of the catheter tip. X-ray imaging showed the guidewire was interfering with the guidewire lumen. The guidewire lumen appeared kinked (metal braid appeared to be deformed) at the location where the guidewire got stuck when advanced. As received, the shaft, the guidewire lumen, and the guidewire assembly was cut approximately 12 inches distally from the proximal end of the luer. The proximal portion of the guidewire was easily retracted from the distal end without significant resistance. The guidewire lumen appeared kinked at 3.8 inches from the distal end of the catheter tip. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. In conclusion, the loop catheter failed the returned product inspection due to a guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.